Manufacturer narrative:
Block b3: exact date unknown, event date used was the swap date.

Event description:
It was reported that the patient was having to charge the ipg more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted product was not released by the facility.